Manufacturer narrative:
On 4/12/16, based on the analysis, it was determined that this event be reported to the FDA. The analysis showed a rubbed through insulation. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the pacemaker can. The analysis of the corresponding pacemaker did not reveal any conspicuities of a device malfunction. The bend in the lead's distal part and the deformation of the fixation helix resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This device was returned without oos documentation. Per (B)(6), this patient expired on (B)(6) 2011. The following physician's office has not seen this patient since (B)(6) 2009. There are no known complaints associated with this device. On 4/12/16 based on the analysis, it was determined that this event be reported to the FDA. Added an MDR number.